Manufacturer narrative:
The insulin pump was received with cracked display window, damaged act button keypad and stained end cap sticker. (B)(4)

Event description:
It was reported that the insulin pump has a crack on the screen, damaged keypad overlay and stained logo sticker. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.